Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that a check speaker inop was displayed on the intellivue multi-measurement module x3. It is unknown if there was any sound coming from the device. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.

Event description:
It was reported that a check speaker inop was displayed on the intellivue multi-measurement module x3. It is unknown if there was any sound coming from the device. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.